Manufacturer narrative:
B5 - the lens was explanted. Per information received to date is indicating that lens was explanted and presumably exchanged on a different surgery date with a shorter lens length. D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date:19-jul-2023 corrected to 12-jul-2023. Claim # (B)(4).

Manufacturer narrative:
H1 - type of reportable event: malfunction corrected to serious. H3 - device evaluation: the lens was returned dry in a specimen cup with debris on the lens. Visual inspection found the haptic torn, bent and deformed with foreign material on lens surface, specifically white residue on one side of the lens. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.